Manufacturer narrative:
.

Event description:
It was reported that this vns patient recently had an immense increase in seizure activity. The patient was experiencing 20- 30 seizure clusters per day and was receiving therapy from the highest vns settings. An automatic battery life calculation was performed using programming history dating between 10/03/2014 through 06/10/2015. It indicated an estimated 3.7 years remaining from the date of 08/24/2016 until the generator was expected to reach end of service. Attempts at further information have been unsuccessful to date.